Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the c-ring on the drive tip was broken during a procedure. This did not lead to patient harm or a surgical delay. The procedure was completed using an alternative device.

Manufacturer narrative:
The returned driver was examined. There was no damage found to the c-ring; the complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.